Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had increased headaches and wound leakage. Bed rest improved the symptoms. A x-ray was done of the pump and no problems were seen. Cerebrospinal fluid hypotension was noted and a epidural blood patch was placed. The patient required in-patient hospitalization/prolongation of existing hospitalization. The symptoms did not improved, therefore a revision catheter was performed on (B)(6) 2025 with a revision kit for the spinal part. The issue was reported as resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0230763421 serial# implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.